Event description:
A 3.0mm diameter by 12mm length s670 stent delivery system was inserted in attempts to direct stent a 90-95% lesion in the circumflex coronary artery. The procedure was performed using a radial approach. The stent was unable to cross the target lesion, therefore it was pulled back from the coronary artery. Upon removal of the stent dislodged from the stent delivery system in the proximal circumflex artery. Subsequently, a 2.0mm ptca balloon was inserted through the undeployed stent and advanced to the target lesion to pre-dilate the lesion site. The dislodged stent was then "sandwiched" between the inflated balloon and the guide catheter for removal. Upon removal of the guide catheter, guidewire, and ptca balloon, the stent dislodged into the radial artery. During the attempts to retrieve the stent with a wire, the stent was pushed into the ulnar artery where it remains. The target lesion was successfully treated with the deployment of another stent. The pt was reported to be fine post procedure and there was no add'l clinical sequelae reported related to the event. The tight lesion not being pre-dilated contributed to the device failure.